Event description:
It was reported that "the guide wire was unable to remove". The catheter and spring wire guide were removed together and a new device was used. The procedure was successful and there was no patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint was able to be confirmed by the photo as it revealed a kinked guidewire within the catheter. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the guide wire was unable to remove". The catheter and spring wire guide were removed together and a new device was used. The procedure was successful and there was no patient harm. The patient's condition is reported as fine.